Manufacturer narrative:
The reference device was not returned to service center for a evaluation. The exact cause of the reported complaint can not be determined. However, if the device is returned at a later date or any additional information receives, this report will be updated accordingly.

Event description:
The manufacturer was informed that a foreign object (a strand of hair) was found inside the sterile package. The device was not used during a procedure. There was is no outstanding damage noted on the sterile barrier package.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned an unopened 61046bx due to there being a hair in the unopened sterile packaging. The device was received and appears to be completely intact in its original packaging, which still remains sealed shut. There is a hair inside the package as the customer commented in the complaint. This device was sent back to the original equipment manufacturer (OEM) for further investigation. The OEM reported that the manufacturing has foreign material (fm) inspection requirements that should have caught this defect. The occurrence rate on this failure mode is very low. The OEM performed retraining on the gowning procedure. A DHR review was performed and "no instances of fm were noted". The root cause of this complaint could not be identified.